Manufacturer narrative:
Follow-up #1: date of submission 06/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2016 with the following findings: a review of the black box revealed two, ¿163 no cartridge detected¿ warnings on (B)(6) 2016 at 10:04 and 10:07, followed by a power on reset. The pump was powered back on and the time/date was set to (B)(6) 2007 21:00. On (B)(6) 2007 22:00 a call service (cs) 088 occurred, deliveries resumed at 22:47. There were several replace and low battery alarms recorded. Deliveries resumed at (B)(6) 2007 00:07. During testing, a rewind, load and prime sequence was successfully completed on the pump. The force sensor was found to meet specification. A review of the total daily dose added up correctly. During the duration delivery accuracy testing, the pump emitted a cs088 alarm; therefore, a 24 hour test and delivery accuracy test was unable to be completed. There was moisture observed in the battery compartment and behind the display lens. The battery compartment was observed to be cracked above and below the bumper pad. A leak test failed due to battery compartment leak. The pump cover was removed; there was evidence of internal moisture on the printed circuit board and internal components including the force sensor pins. The investigation steps were unable to be completed due to internal moisture in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced a blood glucose (bg) measurement of 7mmol/l and "felt low". The patient reportedly was unsure of the exact bg measurement and was unable to test it again due to running out of test strips. The pump reportedly was priming during the load step, a no cartridge detected alarm was emitted and 61 units of insulin was infused into the patient while still connected to the device. The cartridge reportedly was full at the time of the incident. The patient reportedly self-treated the low bg via food and drinks and discontinued insulin pump therapy. This complaint is being reported because the patient experienced a hypoglycemic event due to an over delivery of insulin during the load cartridge step while still connected to the pump.